Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reported complaint per (B)(6): "[the physician] suspects that the penile prosthesis is infected and he has booked the explant for friday, (B)(6) at 2:30pm. I will follow up after the surgery when I know more. Additional info from (B)(6) 09/29/2020: "no, the patient felt much better the next day. No intervention was necessary."